Event description:
It was reported that the patient believed the lead had moved. In the middle of their back above their buttocks they felt about 2 cm of a skinny thing, which was more than they could feel before. It was noted that this occurred about a month or 2 ago. There were no falls or trauma and no changes in therapy.

Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 3889-28, lot# v513024, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v535584, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3058, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator. (B)(4).